Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening, underweight. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Non penetrating nicks striated assessed as surgical tool scratch like."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device.